Event description:
It was reported that the patient had a new system implanted because the previous leads ¿were no longer working.¿ it was noted that the replacement was (B)(6) of 2013. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received 1 month later reported the cause of the event was the battery was at end of life and there was lead migration/dislodgement. It was reported that replacement occurred as a result. Additional information has been requested by the manufacturer. Additional information received reported that after the lead revision, the patient has had no complaints and was doing well with the therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator, product ID 3487a-56, lot# l44754, implanted: 1997-(B)(6), explanted: 2013-(B)(6), product type lead, product ID 3487a-33, lot# j0125376v, implanted: 2002-(B)(6), explanted: 2013-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type extension, product ID 37083-40, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2013-(B)(6), product type extension. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3487a-56, lot# l44754, implanted: (B)(6) 1997; explanted: (B)(6) 2013, product type: lead. Product ID 3487a-33, lot# j0125376v, implanted: (B)(6) 2002; explanted: (B)(6) 2013. The conclusion code does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-jan-23 reporting that a total revision to replace and reposition the ins and leads was performed in 2013. No further complications were reported.